Event description:
It was reported that the user observed insulin leakage during a supply change, believed to originate at the infusion set connection, and also observed fluid inside the cartridge slot; the user planned to replace supplies at home and later provide lot information for the connector and infusion set. No clinical signs, symptoms, or conditions reported during the event. Outcomes included no health consequences or impact. Customer care provided support that included user-led troubleshooting and education. Investigation of this case revealed a suspected device leak associated with the cartridge and infusion set interface, with evidence of fluid in the cartridge compartment and no accompanying alerts or alarms. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.